Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during implant the right atrial (ra) lead dislodged twice after it was screwed into the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.